Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 29-mar-2016. It refers to the adult female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Shortly after undergoing the essure procedure, an hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, painful intercourse, abnormal bleeding after intercourse, abnormal discharge, nausea, abdominal pain, diarrhea, fatigue, dizziness, and body tremors. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. As result of her pain and suffering, plaintiff has sought treatment with numerous physicians. On or about (B)(6) 2012, plaintiff underwent an ablation to treat her excessive menstrual bleeding and cramping. In or around (B)(6) 2015, plaintiff was admitted hospital for abdominal pain. At that time, physicians informed her that her essure device had migrated out of her left fallopian tube. On or around (B)(6) 2015, plaintiff underwent a total hysterectomy, and was subsequently advised that her left essure device had migrated into the cavity of her uterus. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Correction based on information from initial report (29-mar-2016). The following event was added after a company internal review: ablation procedure performed 20 days after essure insertion. Follow-up received on 21-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned since we have no valid lot number for this case, were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had excessive menstrual bleeding after essure (fallopian tube occlusion insert) insertion and was submitted to an endometrial ablation. Three and a half years later, it was discovered that her essure device had migrated out of her left fallopian tube into the cavity of her uterus; she underwent a hysterectomy. These events are listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion into uterus or out of the body and can result in genital bleeding/menstrual disturbances. In this particular case, although the exact mechanism of the reported device expulsion is not known; given its nature, causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since surgical interventions were required as events' treatment (hysterectomy and endometrial ablation). Based on the available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.